Event description:
According to the reporter, during procedure, the distributor reports that their client was having trouble with the guide wire bending with difficulty, the guidewire became stuck in the lumen. The guidewire was still intact. Nothing¿unusual was observed on the device prior to use. There were no other products being utilized with the device. There was no excessive force use on the device. Besides the reported issue, there were no visible defects/damages found on the product at the time of the event. There was no remedial action with the reported product, however the procedure was completed using guidewire from a different brand of catheter. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b5, e, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the distributor reports that their client was having a trouble with the guide wire bending. There was no reported patient outcome.

Manufacturer narrative:
Additional information: g3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the distributor reports that their client was having trouble with the guide wire bending with difficulty, the guidewire became stuck in the lumen and coiled. The guidewire was still intact. Nothing¿unusual was observed on the device prior to use. There were no other products being utilized with the device. There was no excessive force use on the device. Besides the reported issue, there were no visible defects/damages found on the product at the time of the event. There was no remedial action with the reported product, however the procedure was completed using guidewire from a different brand of catheter. There was no reported patient outcome.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that one guidewire, that was visibly coiled and bent. There appeared to be no other abnormalities with the device. It was reported that the guide wire was frayed and had issue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medicalquality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.